Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer reported bubbles that appeared during filling could be removed however customer was describing were small bubbles starting from the o ring when plunger was pushed and this occurred during filling. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.